Manufacturer narrative:
The reported events of overestimation, low pacing impedance, and failure tot capture were not confirmed. The pacemaker was received at end of life (eol) for analysis. Device image analysis, visual inspection, and longevity assessment were normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited overestimated battery life, low pacing impedance, and failure to capture. The pacemaker was explanted and replaced. The patient was stable.